Manufacturer narrative:
The investigation determined higher than expected results were obtained from a single level of vitros liquid performance verifier (lcv) I, lot b9937, using vitros ammonia (amon) slide lot 1020-0262-5362 tested on a vitros 350 chemistry system. Results of precision testing demonstrated ammonia contamination of the incubator subsystem of the vitros 350 chemistry system was the assignable cause of the event. Acceptable vitros amon performance was obtained after performing an incubator decontamination procedure and cleaning the incubator evaporation caps of the vitros 350 chemistry system. The ammonia incubator contamination was most likely caused by the customer using the improper protocol of using an ammonia-based cleaner in the laboratory where the vitros 350 chemistry system resides. The vitros 350 chemistry system operator¿s manual states to never use ammonia cleaners on or near the analyzer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected results from a single level of vitros liquid performance verifier (lcv) I, lot b9937, using vitros ammonia (amon) slide lot 1020-0262-5362 tested on a vitros 350 chemistry system. Vitros lpv I b9937 results of 108.8, 117.1, 128.6, 105.4, 102.6, 101.7, 124.7, 140.7, 138.1, 117.1, 93.7, 117.1, 94.8, 99.9 and 117.2 umol/l compared to an expected result of 45.6 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon results were obtained from a non-patient vitros lpv quality control fluid. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).